Event description:
Related manufacturer reference number: 2017865-2022-44534. It was reported that a patient presented to the clinic with multiple episodes of anti-tachycardia pacing (atp) in response to supraventricular tachycardia (svt) episodes and could not be determined whether they were appropriate or inappropriate. Right atrial lead noise that was oversensed and resulted in several inappropriate automatic mode switching (ams) episodes was also noted. A lead integrity issue was suspected. No intervention was reported. The patient was stable throughout.

Event description:
New information notes that the inappropriate anti-tachycardia pacing (atp) was noted while the patient was running. An x-ray was performed and the results showed no evidence of a lead malfunction. The physician elected to change the patient's medication to eliminate the inappropriate atp, and no further intervention was planned.